Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements over the last six months. Additional information was requested but not provided. Due diligence has been completed. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.